Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 404 mg/dl. Customer's current blood glucose value was over 400 mg/dl. Customer stated event occurred when they were sleeping and tubing got snapped into two while changing the infusion set. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.